Event description:
Boston scientific received information that the patient with this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) was undergoing defibrillation threshold (dft) testing when a shorted lead condition was found. Pacing impedance measurements prior to the dft testing were 351 ohms and increased to 1533 ohms following dft testing. Additionally, loss of capture (loc) was noted following dft testing. Both this lead and device were successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual inspection of the ICD identified an arc mark on the device case. Review of device memory found a shorted lead fault was recorded on (B)(6) 2012 after a 41 joule shock was attempted. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the 41 joule shock that resulted in the shorted shock lead fault.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.